Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test .pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that they were admitted to emergency room due to low blood glucose. The customer's blood glucose at the time of incident was in range of 40-50 mg/dl, current blood glucose is 125 mg/dl and customer's blood glucose while hospitalized was in range of 40-50 mg/dl. The cause of hospitalization was low blood glucose. The customer was hospitalized due low blood glucose level on (B)(6) 2016. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with food. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was customer at emergency room and they ran some test and treated their low blood glucose level and then released patient. The insulin pump will be returned for analysis.